Event description:
The pt in the ICU used the bed rail to aid themself in moving. The rail collapsed under the weight of the pt and frightened the nurse and the pt. The rail does not stay in place when pressure of any type is applied to the rail.

Event description:
Add'l info received from MFR 1-15-03: investigation revealed that the root cause of this problem was an improper repair conducted by the customer. The stryker service technician reported that a non-stryker roll pin had been used to replace the unit's siderail fastener. The effectiveness of the siderail was affected as a result of this unauthorized repair part, allowing the siderail to drop given applied pressure. The stryker technician has relayed the cause of this failure to the customer. This event is unrelated to recall z-1254/1258-z.